Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical chelmsford for evaluation. The customer's report was observed during initial testing. An internal inspection of the device found severe internal damage due to fluid ingress. The device was returned to the customer, labelled as not for clinical use. Analysis of reports of this type has not identified an increase in trend.